Event description:
It was reported that one of the contacts were not working and the patient required a revision. The hcp performed a x-ray to confirm this malfunction. Additionally, the patient was experiencing pain in her left shin. There was no known accident or incident related to this event. The patient had insurance approval to perform the procedure but was trying to find a hcp to schedule the work.

Manufacturer narrative:
(B)(4).